Event description:
It was reported by the customer "when the patient used the PICC catheter for a period of time and returned to the hospital for maintenance, he flushed the catheter and found that the subcutaneous bulge was found, and the puncture point was left with fluid, and when the catheter was pulled out 1cm, it was found that the catheter was leaking and there was trachoma. The tip of the catheter was found to be unreasonable after 1cm was removed, so the catheter was withdrawn. After explaining the complication, the patient did not understand the incident and the healthcare professional reinserted the catheter for the customer." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.